Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available. Product not available at this time.

Event description:
The user was allegedly driving his scooter over a bridge and tipped over resulting in a fractured hip. The user passed away approximately 3 months later.